Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.7., d.4., d.7., d.10., h.3., h.4., h.6. Device evaluation: visual analysis of the returned device identified a flat crease and white calcification on the shell. A leak test and microscopic analysis was performed which identified a cracked valve and a partial delamination on the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination on the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.